Event description:
It was reported that information was received from a patient (pt) regarding external devices. The caller had a broken desktop charger connector pin. The connector pin broke off and got stuck inside the recharger. During call pt was able to remove the connector pin from the charger. Pt inspected the inside of the charger port and said that the tab inside the port came out as well. The issue was not resolved. An email was sent to the field to start the replacement process for broken implantable neurostimulator recharger to wireless recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.